Event description:
It was reported that a lead warning was found during pacemaker interrogation. Unipolar impedance was 350 ohms and bipolar was 250 ohms, and an inner insulation breach was suspected. It was also reported that th lead was capped and replaced with a new lead. It was further reported that the implantable pulse generator (ipg) device probable reason for earlier than expected nearing elective replacement indicator (eri) was due to the high lead out put/low impedance. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Corrected: previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.